Manufacturer narrative:
Patient codes: 2104 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line resulting in single leaflet device attachment (slda) and detachment of the device or device component in this incident could not be determined. The reported patient effect of embolism was due to complete clip detachment and the foreign body in patient was its secondary effect. The tissue damage was due to procedural circumstances. The reported improper or incorrect procedure or method appears to be due to use of the device in the tricuspid valve; however, the off-label use of the device did not likely contribute to the reported issues. The reported patient effects of emboli, foreign body in patient and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. Device code 1494: use in tricuspid valve.

Event description:
Updated case details: it was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The clip was placed successfully; however, due to patient anatomy, height could not be gained during the procedure. As a result, when removing the gripper line resistance was felt. When pulling the gripper line, it pulled the clip down the leaflets, and the mandrel pierced the anterior leaflet causing the clip to detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Removal of the gripper line was continued, but the clip then detached from the posterior leaflet and embolized in the right ventricle. Two additional clips were implanted reducing tr to a grade of 1. Twenty-four hours later, echocardiogram confirmed good results and the embolized clip was embedded under the annulus with no further movement in the ventricle. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the embolized clip. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The clip was placed successfully; however, it was noted that there was no height. As a result, when removing the gripper line resistance was felt; the gripper line pierced the clip and the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Removal of the gripper line was continued, but the clip then detached from the posterior leaflet and embolized in the right ventricle. Two additional clips were implanted reducing tr to a grade of 1. Twenty-four hours later, echocardiogram confirmed good results and the embolized clip was embedded under the annulus with no further movement in the ventricle. There was no significant delay in the procedure. No additional information was provided.